Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, one radio frequency probe was returned for analysis. No visual damages or defects were observed on the electrode. The distal section of the two tines were bent; however, during functional evaluation, the device extended and retracted the tines without resistance. Therefore, the reported complaint related to needle/tines bent was confirmed; however, the issues related to needle/tines difficult to extend and needle/tines difficult to retract were not confirmed.

Event description:
It was reported that the tines were difficult to extend, difficult to retract, and bent. The patient experienced a hemorrhage and a pneumothorax. Leveen coaccess electrode systems were selected for use in a radiofrequency ablation (rfa) procedure to treat a lung tumor. Before use, the device was bench tested on a table, and the coaxial and needle both fitted and deployed without issue. During the procedure, the first coaxial and needle were inserted into the lung, but the needle did not deploy properly. All the tines went in one direction, so they were retracted. The coaxial was twisted, and the tines were deployed again. It still did not deploy circumferentially. The tines were retracted again with difficulty. The physician struggled significantly, so a second needle was selected for use. The first coaxial was left in place, and the same thing happened again. Both times when the probe was removed, the tines were noted to be asymmetrical and skewed. A third needle was selected for use. This time, the first coaxial was removed and replaced with a new one despite the physician acknowledging a risk of a pneumothorax. The third needle was bench tested and then inserted into the lung. The same issues occurred again. The device appeared to be in the correct position, so the tines were deployed. After imaging, it was observed that the needle was not in the correct position, so an attempt was made to close the tines in order to reposition. The tines would not retract at all. A colleague was called for assistance, but the tines could not be retracted. Eventually, with significant force, the tines retracted into the needle sheath. Everything was removed, which was again risking a pneumothorax. The procedure continued using microwave ablation. There was a moderate surrounding hemorrhage and obscuration of the lesion, which made the final procedure difficult, but it was completed successfully. A small pneumothorax was noted post procedure and treated conservatively. The patient was discharged.

Event description:
It was reported that the tines were difficult to extend, difficult to retract, and bent. The patient experienced a hemorrhage and a pneumothorax. Leveen coaccess electrode systems were selected for use in a radiofrequency ablation (rfa) procedure to treat a lung tumor. Before use, the device was bench tested on a table, and the coaxial and needle both fitted and deployed without issue. During the procedure, the first coaxial and needle were inserted into the lung, but the needle did not deploy properly. All the tines went in one direction, so they were retracted. The coaxial was twisted, and the tines were deployed again. It still did not deploy circumferentially. The tines were retracted again with difficulty. The physician struggled significantly, so a second needle was selected for use. The first coaxial was left in place, and the same thing happened again. Both times when the probe was removed, the tines were noted to be asymmetrical and skewed. A third needle was selected for use. This time, the first coaxial was removed and replaced with a new one despite the physician acknowledging a risk of a pneumothorax. The third needle was bench tested and then inserted into the lung. The same issues occurred again. The device appeared to be in the correct position, so the tines were deployed. After imaging, it was observed that the needle was not in the correct position, so an attempt was made to close the tines in order to reposition. The tines would not retract at all. A colleague was called for assistance, but the tines could not be retracted. Eventually, with significant force, the tines retracted into the needle sheath. Everything was removed, which was again risking a pneumothorax. The procedure continued using microwave ablation. There was a moderate surrounding hemorrhage and obscuration of the lesion, which made the final procedure difficult, but it was completed successfully. A small pneumothorax was noted post procedure and treated conservatively. The patient was discharged.